Manufacturer narrative:
Analysis not performed as the device was not returned to the manufacturer. Lead fracture is a known inherent risk of the device.

Event description:
Related manufacturer reference number 1627487-2019-11277. It was reported the patient suffered a fall and diagnostics indicated high impedance readings on the 2 leads implanted at the l1 vertebral level. X-rays identified lead fracture. Both leads were explanted and replaced. One replacement lead was implanted at the t12 vertebral level and another at the l1 vertebral level. No complications were noted during the procedure. Postoperatively, diagnostics did not indicate impedance issues and the patient is reportedly receiving effective therapy.